Event description:
It was reported that asymptomatic patient presented in clinic after receiving alert for nonsustained lead noise episode. It was found that the noise episode was due to sensing latency. Reprogramming the device was performed. Patient will be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.